Event description:
Patient presented to the physician with drainage at the incision sites. Due to concern for a potential infection, the physician brought the patient into the OR, opened and irrigated both incision sites with antibiotic solution and Irrisept solution, and closed. Preoperative antibiotics were given to the patient prior to the procedure.